Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the device displayed a gray battery status bar and the battery voltage was 2.96 volts. It was noted there was no temperature variation during storage. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.